Event description:
It was reported that "textile fiber" was found in the bd luer-lok¿ syringe sterile, single use during an investigation. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of our internal manufacturing sites is completing an investigation into foreign material found in the process, the material was a textile fiber."

Manufacturer narrative:
H6: investigation summary two photos were received and evaluated. The photos showed a strand of curled fiber next to a ruler. The fiber appeared to be around 30 mm in length. The fiber could not be identified from the photos. A physical sample and fourier transform infrared spectroscopy (ftir) analysis is recommended to help identify the type of fiber. Since the reported foreign matter was not identified and not confirmed to be present in a sealed syringe product, potential root cause could not be determined and corrective actions are not necessary at this time. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
The customer's address is (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "textile fiber" was found in the bd luer-lok¿ syringe sterile, single use during an investigation. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "one of our internal manufacturing sites is completing an investigation into foreign material found in the process, the material was a textile fiber."